Manufacturer narrative:
The act button on the insulin pump has intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners, and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that she was gardening when she received the alarm. Customer stated that their is no significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.